Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The exact implant date was not available, therefore the date (B)(6) 2005 was used as an estimate, based on the reported implant date occurring 20 years ago.

Event description:
It was reported that the patient with this artificial urinary sphincter aus experienced recurrent incontinence due to atrophy. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The exact implant date was not available, therefore the date (B)(6) 2005 was used as an estimate, based on the reported implant date occurring 20 years ago. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence and atrophy are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.